Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed all of the pump supplies multiple times. The customer's blood glucose (bg) level was 500 mg/dl and a bolus was to be delivered to address the bg level. As the occlusion alarms had occurred in the past and the supplies had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.